Manufacturer narrative:
The device alarmed a64 alarm and was unable to communicate with meter due to faulty board. Scratched lcd window and cracked reservoir tube lip also noted.

Event description:
It was reported that the customer's insulin pump was alarming. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.